Event description:
It was reported that during a pph procedure, the device malfunction. No further details known. There was pt consequences reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.